Event description:
It was reported that during a procedure the fiber fired forward from the beginning of the procedure. The fiber was exchanged and the same problem was noted on the second fiber. The fiber was exchanged and the third fiber was used to complete the procedure. There was no harm to the patient. This report is for the second fiber.

Manufacturer narrative:
Event description: updated. This report is for the same event as manufacturer report: 2937094-2018-60262.

Event description:
It was reported the working beam of two fibers were firing forward from the beginning of the procedure. The procedure was completed using a third fiber. There was no harm to the patient. This report is for the second fiber.